Event description:
The facility representative called baxter technical service on (B)(6) 2010. The customer reported an infusor pump that constantly alarmed during administration of propofol to patient causing an interruption of therapy to the patient. The pump was exchanged and the patient's therapy continued. This was found during patient use, with no patient injury reported or medical intervention needed. No additional information is available.

Manufacturer narrative:
(B)(4). Device has been received for evaluation. Follow-up medwatch will be submitted when evaluation is complete.